Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to protruded loose drive support disk. Unable to prime during the prime/a33 test due to protruded loose drive support disk. No a33 alarm noted. The insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Event description:
It was reported that the insulin pump alarmed an error during the manual prime process and that insulin was "squirting" out. The blood glucose reading was 193 mg/dl. No significant events leading to the alarm were noted. The customer stated that the drive support cap was protruding. Advised replacement of the insulin pump. Nothing further reported.